Event description:
The lay user/patient contacted lifescan alleging that the product was not powering on, which was unresolved with troubleshooting. The patient indicated that she felt tired and nauseous 2 hours and 45 minutes before the power issue began. The patient denied receiving treatment as a result of the power issue. There was no indication that the product caused or contributed to an adverse event since the patient's symptoms do not meet the criteria of a serious injury and the patient denied receiving treatment as a result of the power issue. However, this complaint is being reported due to the unresolved power issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.